Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a second clip was inserted and attempted to be deployed. However, during deployment, the lock line became completely stuck after removing approximately 15cm, causing the lock line to be unable to be removed. The physician decided to wrap the free end of the lock line to the lock lever and secure it with the cap. The lock lever was then pulled, and the clip was able to be inverted and retracted into the left atrium (la). The clip was closed and successfully removed. An additional clip was then successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability removing the lock line was confirmed due to an observed knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation determined that the reported inability to remove the lock line (mechanical jam) was due to the observed knot on the lock line; however, a cause for the knot cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling. Na.